Event description:
It was reported by service report that the brakes did not hold. The customer reported that they did not know if there was pt involvement or if were there were adverse consequences to report.

Manufacturer narrative:
Brake crank.